Event description:
Customer reported a past low blood glucose event with a level of 52.2 mg/dl. To address the low blood glucose, the customer consumed carbohydrates and was advised by customer technical support to consult their healthcare provider to discuss potential factors affecting their blood glucose levels. Suspected cause was due to the customer¿s personal profile requiring adjustments. Recommendation was made to consult with healthcare provider regarding diabetes management.